Event description:
It was reported that the patient had a system error 2240 (air in line) on the homechoice (hc) machine during dwell five of peritoneal dialysis (pd) therapy, while the patient was connected. Nothing was found during troubleshooting that would have caused or contributed to the alarm. The technical service representative (tsr) reviewed proper procedures with the patient and advised them to start therapy over using new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.